Manufacturer narrative:
The event date was not provided by the customer. (B)(4). The pipeline flex has been returned and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. It was reported that during advancement, the pipeline flex had resistance in the distal section of the catheter. The wire would not move. In addition, the distal section of the device did not open at delivery. The pipeline flex and catheter were removed. The procedure was completed using another manufacturer's stent. Angiographic result post-procedure was acceptable. There was no report of patient injury as a result of this event. All devices were prepared as per IFU.

Manufacturer narrative:
Device evaluated. Evaluation codes - additional info, device evaluation the pipeline flex braid was returned for evaluation. As received, the braid was found to be fully open with fraying damage on both ends. Based on the product analysis and reported event details, the report of pipeline flex failure to open in the distal section could not be confirmed as the received braid was found to be fully open. In addition, the cause for the fraying damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the patient¿s severely tortuous anatomy may have contributed to the reported issues. Per pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ mdrs related to this event: 2029214-2016-00073, 2029214-2016-00074, 2029214-2016-00075.

Event description:
Medtronic received additional event information: the patient's anatomy was severely tortuous. At deployment, the pipeline flex did not open in the distal section. The physician reports that the distal end appeared bound together. Several techniques were attempted to open the device (wag, recapture, re-deploy), but were not successful. The device was removed.